Event description:
It was reported that during the implant attempt of the right ventricular (rv) lead the physician tried multiple locations to place the lead in the atrium. The lead would not stay screwed into place. When it was able to attach the thresholds were not acceptable. The physician tried at least 10 locations and then decided to use a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned. Analysis was performed and not anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).